Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications. Evaluation of the returned device found that there was no reading on one of the sensor wires. Inside the sensor case, internal wires and adhesive on the bottom of the sensor appeared charred. The catheter was received in a tightly coiled configuration, held with sutures. There was adhesive tape on the connector. No testing was possible based on the condition of the device as it was received. Based on their evaluation, the supplier was able to confirm the complaint and determined the cause of the reported issue to be use related. A review of complaint records found that there a no other complaints against this lot and product number combination. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is female, accepted brain tumor resection on (B)(6)-2016. No abnormity occurred. During postoperative icp monitoring it was noted error code 'no transducer detected'. Changed the generator to test but issue remained. Changed the new sensor to complete. There was no extended surgery or adverse event on patient.